Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-3138-25; serial number: (B)(4); batch/lot number: 17965469/ 18432727; model/catalog description: lead extension kit 25cm.

Event description:
A report was received that the patients extensions were causing irritation under the skin. The patient underwent a revision procedure wherein the ipg was repositioned in order to removed the extensions and eliminate the irritation. The patient was doing well postoperatively.